Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified that it is fractured and worn near the tip. The fractured piece was not returned. Sem analysis found the modular center post reamer sample showed that it fractured due to compressive shear overload. Sheared ductile overload dimples identified in the non-smeared areas on the fracture surface. The direction of compressive shear overload identified based on the orientation of ductile dimples. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screwdriver was found to be worn while processing instruments. It was found upon visual examination of the returned device that it had not just bent as reported, but also had a small fracture. No additional information is available. No adverse event was reported.